Manufacturer narrative:
Device received with stripped battery coin slot and cracked lcd display window corner noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. Device received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. Device passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons error. Customer's blood glucose level was unknown. Customer states battery life diminished and no delivery alarm. Customer states insulin pump had crack on the screen. The insulin pump will not be returned for analysis.